Event description:
It was reported that the vision stent delivery system (sds) was being loaded on the guidewire, when it was noticed that there was no stent on the sds. The dislodged stent was found inside the packaging hoop on the back table. This was identified before the sds entered the tuohy valve. The sds was removed and replaced with another vision. There was no further incident. There were no adverse patient effects and no clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the event. A query of the electronic complaint handling database revealed no other incidents for stent dislodgment reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.